Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15597. It was reported that the patient experienced onset heart failure and presented in clinic. Upon investigation, it was noted the right ventricular (rv) lead exhibited high pacing and high voltage lead impedance. The left ventricular (lv) lead was noted with failure to capture and high lead impedance. The lv lead issues were addressed with programming changes, resulting in an acceptable threshold, and lead impedance dropped to within normal range. The patient presented for rv lead replacement procedure on (B)(6) 2019. During procedure, fluoroscopy testing did not note any physical conductor fracture on either the rv or lv lead. Upon attempt to remove the rv lead, the physician was unable to remove the lead. The physician believed the lead removal difficulty was due to scar tissue and not due to a lead issue. The rv lead was capped and replaced. The patient was stable.